Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented no image. The issue occurred during inspection for use (set up in room / before patient in room). There were no reports of patient involvement.